Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, hematoma or hemorrhage at the site, aneurysm rupture, including death. Therefore, it was determined that the reported adverse event was an anticipated complications.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician successfully placed six coils in the aneurysm using the microcatheter. While placing the next smart coil, the physician felt the smart coil was stiff but was able to place the rest of it. Subsequently, the aneurysm ruptured. The physician continued the procedure. Due to a loop of the smart coil being displaced in the anterior cerebral artery (aca), a stent was placed. It was reported that the patient had minimal intracranial bleeding that stopped within seconds. The procedure was completed using additional smart coils. The outcome was a complete aneurysm coiling with minimal residual filling.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:3005168196-2019-02449. 1.section h. Box 5. Labeled for single use?